Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap width dimensions; the reservoir failed per specifications due to be under inspected also, found the reservoir was too loose to connect and release.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the reservoir could not be connected to the infusion set. It was stated that the tubing connector could be put into the reservoir, but it continued sliding and could not be locked into place. This issue occurred twice with the same box. Blood glucose value is unknown. The reservoir would be replaced and returned for analysis.